Event description:
It was reported that prior to the procedure, during removal of the zeta stent system from the hoop, the stent appeared to be loose on the balloon. Upon further inspection, the stent dislodged from the balloon. The device was not used and there was no patient involvement. A new zeta stent system was used successfully to treat the target lesion. There was no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent implant was returned dislodged from the stent delivery system (sds), confirming the reported information. The full length of the stent implant was smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the distal shaft 4 cm distal to the guide wire exit notch. Since this damage was not reported, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. The stent outer diameters could not be measured due to the damage noted. The protective sheath was not returned for analysis which may have aided in the investigation. Potential factors that can contribute to the stent becoming loose or dislodging outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this case, it is possible the stent was inadvertently handled during removal of the protective sheath, resulting in the stent damage and the noted damage; however this could not be confirmed. A conclusive cause for the reported loose stent and stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.